Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Device manufacturing date is unavailable. The image from the procedure was reviewed by medtronic personnel. The review found that the top of the head was cut off and some registration points were under the skin.

Event description:
Medtronic received information that, while in an orbital decompression procedure, an imprecision was observed where the probe was displayed behind the eye when touching bone. It was noted that the registration passed prior. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.